Event description:
The customer reported via phone call that the insulin pump alarmed button error. It was also stated the insulin pump had a crack above the lcd screen. The insulin pump had fallen out of the belt-clip several times. The customer stated that the belt-clip does not stay locked. The reporter did not know the blood glucose reading. There were no significant events leading to the alarm observed. The belt-clip will be replaced. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked case on the display window corners, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.